Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture & seroma.

Event description:
Patient reported right side device rupture, seroma, and symptoms of swelling, stinging, pain and itching. The device has been explanted and replaced.

Event description:
Patient reported, right side device rupture, seroma. And symptoms of swelling, stinging, pain and itching. The patient also stated, "this unpleasant situation fills me with uncertainty, concern and anxiety". Physician later reported, capsular contracture, baker grade I. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Pruritus: unable to observe, as it is not related to the device. Edema: unable to observe, as it is not related to the device. Pain: unable to observe, as it is not related to the device. Seroma: unable to observe, as it is not related to the device. Capsular contracture: unable to observe, as it is not related to the device. No additional observations. No further actions are required, as no manufacturing issues are observed.